Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was received severed into two pieces. Resistance tests of the individual lead segments were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis determined the lead became severed due to induced damage.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure this right ventricular (rv) lead was successfully placed and parameters were found within normal limits. The right atrial (ra) lead was then placed. When connecting the leads to the pacemaker it was determined that there was loss of capture in the rv. The lead was also tested on the pacing system analyzer (psa) with the same findings. The lead was attempted to be repositioned however, there was a lot of resistance when pulling on the lead and ultimately after several tries the lead came out but the lead insulation was damaged and the lead fractured and severed into two pieces. After explanting the proximal part, the distal portion of the product was able to be removed with a forceps. Another lead was successfully placed and no further complications were reported.